Event description:
Boston scientific received information that during an upgrade procedure, this right atrial lead had displayed out of range impedance measurements greater than 3000 ohms and a loss of capture (loc). It was discovered the lead was fractured. The lead was explanted and a new lead was implanted. The patient had no symptoms or adverse effects associated with this lead or the change out procedure.